Manufacturer narrative:
A visual assessment of sample (a) shows no ts or suture remain on the needle or were returned for examination. The insertion needle is twisted and is dramatically bent. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Visual assessment of sample (b) shows no ts or suture remain on the needle however a 13 inch length of suture was returned. The suture shows no abnormalities its length is consistent with a successful use. The actuator is in its post t2 position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported simultaneous deployment cannot be confirmed. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.

Event description:
It was reported that both the t1 and t2 deployed at the same time.